Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After placement of a 2.5 x 32 synergy xd drug-eluting stent, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured inside the stent. The procedure was completed and there were no patient complications nor injuries reported.